Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low ise indirect gen.2 sodium result for one patient sample. The initial result was 130 mmol/l and the repeat result was 138 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number was e 65. The expiration date was requested but was not provided. The investigation was unable to find a definitive root cause.